Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The gripping surface was heavily worn and part of it had peeled off, exposing the metal surface. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Ultrasonic output, damage of the probe during normal use, actuation test: ultrasonic oscillation, amplitude value test: amplitude, appearance test - appearance. Based on the investigation result, a likely factor of the event might be the following: it can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear out severely. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a reprocessing by autoclave sterilization, the tissue pad peeled off. There was no patient injury reported due to postoperative event. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the gripping surface was heavily worn and part of it had peeled off, exposing the metal surface.